Event description:
It was reported in MFR report # 6000030-2008-02899, the patient developed an inflammatory mass. Please refer to the report for specific details. Additional information received indicated the pump and catheter were explanted in 2009. The patient experienced no neurological deficits. The drug in the pump was changed to clonidine without any changes. The pump was turned off and explanted. There was no obvious tissue at the catheter tip upon explant. The catheter and pump will be sent back to the manufacturer for analysis.